Event description:
It was later reported that the onset of this infection was (B)(6) 2013 when the patient experienced mssa bacteremia and driveline infection. The patient ultimately became positive for e. Faecalis, visa, s. Epi, corynebacterium and citrobacter. The patient was initially treated with IV ceftriaxone, then cefepime/vancomycin, which was then transitioned to oral doxycycline. Patient had skin discoloration on doxy and was switched to keflex in 2014. In (B)(6) 2015 driveline culture grew citrobacter and corynebacterium, so the patient was placed on IV ertapenem and vancomycin for six weeks, then transitioned back to oral doxycycline. Admitted in (B)(6) 2016 for worsening driveline drainage and placed back on IV vancomycin and meropenem, then transitioned back to oral doxycycline.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the patient¿s infection could not conclusively be established through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 month. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had a history of chronic percutaneous lead (driveline) infection. Medical intervention was not reported. The event date has been estimated. Additional information was requested but was not provided.